Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 3357 mg/dl. Other values were 500 mg/dl and 362 mg/dl. The customer was treated with intravenous drip and manual syringes. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does allege that insulin pump was under delivering because the insulin pump did not gave her insulin. Customer was using auto mode feature. The reservoir will not be returned for analysis.